Event description:
It was reported the patient¿s neck, where the lead wires are, was tight in the morning. It was noted it had been like that for a few weeks prior to report. It was stated the implantable neurostimulator (ins) moved 1/8th to a ¼ of aninch. It was noted the patient¿s status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, lot# serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0e6gu, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0dg2y, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID:3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0e6gu, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0dg2y, implanted: (B)(6) 2014, product type: lead. (B)(4).